Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined a replacement product. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-139mg/dl fasting. Verified test strips expire 10/13/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 128mg/dl and 129mg/dl fasting. Reviewed meter memory: (B)(6). Customer states that he just started to use the meter for about a week ago. Meter memory time and date is not set correctly. Customer is unable to see the date clearly. After reviewing the meter customer states that he is satisfied with the meter and does not request a replacement. Adverse event not reported.